Event description:
It was reported while using bd vacutainer® one use holder, after the 3rd or 4th tube, the tube holder unscrews by itself until it comes loose. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.